Event description:
User reports receiving discrepant results. Issue potentially began a few weeks ago, however, no specific information could be provided. User provided 2 examples of discrepant results which occurred in 2008, repeat testing performed the next day. Sample 1, initial tsh result <0.1, repeat result 0.7, units of measure not provided. Erroneous result was not reported. Sample 2, initial hcg result 20889, diluted and repeated twice, gave results of 47770 and 47229, units of measure not provided. Initial result was reported. No adverse events were reported in association with the erroneous result. The field service representative determined there was a problem with s/r probe tubing and replaced the tubing. Performance tests were performed and within specification.